Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. There was also evidence of high but not out-of-range pacing impedance measurements. No adverse patient effects were reported. Boston scientific technical services (ts) recommended obtaining an x-ray to assess lead position. The patient will be monitored.